Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the right breast during a physical exam with a medical professional. As a result, the patient underwent bilateral removal and replacement with 595cc mentor memorygel xtra breast implants on (B)(6) 2022. However, during the procedure, the right breast implant was found to be ruptured. There were no reported procedural delays or patient consequences because of the rupture. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On march 24, 2023, the mentor analysis lab received the suspect medical device for evaluation. On march 31, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant had a tear at the union between the shell and the patch on the posterior view. Microscopic examination was performed on the edges of the tear, and the cause could not be identified although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).